Event description:
During a coronary drug eluting stenting treatment procedure, ballon withdrawal difficulty occurred. The 70% stenosed lesion was located in the non-tortous, mildly calcified proximal circumflex (cx) artery. The target lesion was direct stented with a taxus liberte' 3.0x20mm drug eluting stent. The stent balloon was inflated to 18 atm's. When the physician deflated the balloon, it took larger than usual to deflate. The physician removed all the contrast solution from the syringe and tried again to deflate but still had to wait for the balloon to deflate completely. No patient complications occurred.